Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item to be returned to manufacturer. Upon receipt of component and completion of evaluation, a f/u report will be sent to the FDA. This report was filed (B)(4), 2011.

Event description:
It was reported that during surgical procedure in (B)(6) 2010, a saw blade jammed in the resection guide and damaged a ligament. The surgeon stitched the ligament and put the pt in a cast. No further complications have been reported.